Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient's blood glucose level was increasing over a few hours before she noticed that the infusion set's tubing had become loose and came away from the plastic ring, which was attached to the patient's skin. Furthermore, the site was found to be wet. This issue occurred during the day and it had never happened before. The site location was patient's thigh and the pump was on the waistband. Reportedly, the infusions were stored in a cool dry area. No further information available.